Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the alarms are not audible. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the alarm issue but could not resolve the issue due to the device being out of support and unable to source parts. It was documented that the device should be removed from service since it can not be repaired. The customer was provided information to seek a new solution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.